Event description:
The service representative reported that prior to use on a patient, the demo unit was showing a maintenance error #3. The pump was replaced and the therapy was initiated. No patient injury was reported.

Manufacturer narrative:
Evaluation summary: the device history record (DHR) for the iabp involved the event was reviewed. During the manufacturing on 2009, it was noticed that system was unable to calibrate the drive transducer and it was replaced. The system met the requirements and it was released. The company representative noted that the purge valve assembly (0104-00-0026) test failed. It was replaced and performed complete calibrations and functional checks to meet factory specifications. The unit was placed on service and will stay on mahwah site until is needed (unit used for demonstration and for loan). The purge valve assembly was returned and is under evaluation by the manufacturing facility in mahwah, nj. A supplemental medwatch will be submitted once the part evaluation is completed. (B)(4).